Event description:
A surgeon alleged that navigation was 2-3mm inaccurate during an odontoid case on (B)(6) 2013, utilizing the o-arm imaging system and the stealthstation s7 navigation system. He reported that when they perform procedures on the upper cervical area with the patient in a mayfield using a cranial reference frame, he feels inaccurate when using the universal drill guide (udg) and the pointer probe. Though they were able to verify both udg and the pointer without issue, the surgeon alleged there was a 2-3 mm variance when navigating. They successfully completed the case with navigation. No impact to the patient outcome has been reported.

Manufacturer narrative:
Medtronic field representatives followed up with the site's surgical lead surgeon. He was convinced that the issue was one of patient body/spine movement during the procedure, not a navigation hardware/software issue. The head is secured in the mayfield clamp and the reference frame is rigidly attached to the mayfield. However, the spine can still flex and shift during the surgical process and positioning. The surgeon thinks the reason for reported inaccuracies during the odontoid procedure is that there is more mobility in this region of the spine than the lumbar region when putting an instrument on the bony area. This mobility may lead to movement of the anatomy in relation to the reference frame, which can cause alleged inaccuracy. Software investigation finds that the patient anatomy likely moved in relation to the reference frame, causing inaccuracy. Software functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
A medtronic representative went to the site and performed a system checkout with a sawbones spine model. No inaccuracy was detected during testing. Unable to replicate event.